Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient experienced extreme pain after implantation of the altis around her left hip. She could not bear weight or walk. Upon MRI results an edema was identified around the area of the obturator. The patient seems to be recovering and symptoms have gotten better.